Event description:
During lle interventional procedure doctor attempted to remove a 6 fr. Ansel sheath from the patient. During this attempt the catheter fractured and was unable to be removed. The patient was sent to surgery to remove the fragment of catheter. The catheter was successfully removed.